Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator on (B)(6) with measurements of 2.72 v, 10 ua, 7.1 kohms with estimated longevity remaining of 8 to 14 months. On (B)(6) 2012 the device was interrogated measurements were 2.67 v, 11 ua, 14.3 kohms, with estimated longevity of 1 to 4 months; also noted was the elective replacement indicator was tripped on (B)(6). The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.